Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had leakage past the stopper. The following information was provided by the initial reporter translated from dutch to english: again I have to report 2 incidents/comments that we have seen from you with spraying. Unfortunately, the samples were not spared due to crowding and possible toxicity, so these are not available for research. I would like to report 2 things below: we had a sterile syringe 50ml ll from you that was soiled on the outside. This syringe seemed to be sticky/dull in one place (see photo attachment), which would not be allowed for a fresh syringe from sterile packaging. We did not touch, disinfect or manipulate this syringe ourselves, nor did we have a label on this place. It is lot 245006 (exp 30/4/2029). In addition, we also had a leak of emthexate (toxic substance) behind the pestle during the weekend. This tamper did not fit well enough on the spray sleeve. We have not been able to keep up with this sample, nor are we able to trace its fate. It is an ll syringe of 5ml. Given that this was done with a chemotherapeutic drug and therefore involved exposure of the product to the preparer/our laf cabinet, I think this is serious and worth reporting. If this happens again, we will try to keep track of the fate. Additional information provided: syringe 5ml ll. Could you please provide the catalogue number of the defective product? Ref = 309649. Could you please provide the lot number of the defective product? Not available, no sample available either. Could you please confirm any harm/impact on user/hcp? Possible harm, leakage of methotrexate behind the rubber. No impact seen, discarded immediately.